Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. No further details are available. It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. No further details are available. The device was returned for analysis.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. No further details are available. The device is expected to return for analysis.